Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one month after the catheter was placed in the patients right internal jugular, during removal of the sutures the catheter moved towards the exit site. It was stated that the patient had an infection which was treated, but the patient passed away from the infection.